Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The symptoms occured within 3 hours of insertion. The site of insertion was abdomen. The patient replaced supplies as necessary and resumed insulin deliveries. No further information available.